Event description:
The plaintiff alleges that in 8/97, plaintiff was diagnosed as being allergic to latex. Plaintiff alleges that as a result of exposure to latex gloves plaintiff has become sensitized to latex, and is now subjected to increased health risks. Additionally, plaintiff alleges that as a result of this sensitization to latex, plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Furthermore, plaintiff alleges that as a result plaintiff has suffered substantial injury, pain and suffering as well as economic loss. Finally, the plaintiff's spouse has suffered the loss of support, services and companionship of the spouse.